Event description:
It was reported that during a laparoscopic cholecystectomy procedure ,the surgeon used the device during the case and fired the device across the cystic duct and the first three firings were fine. The fourth and fifth firings had malformed clips with clip gap. The clips were not holding the tissue and fell into the patient. They were able to retrieve all of the clips that fell off of the tissue. There was no extra force used for the firings and no noises reported. The surgeon was firing the devices. They used another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout mechanism was found to be non-functional. The instrument was disassembled and the ratchet pawl spring was found out of position causing the antibackup and the lockout mechanism failure. No functional test could be performed due to the empty condition of the returned device; however, the found ratchet spring condition may have caused the feeding and forming issues experienced by the customer. No conclusion could be reached as to what may have caused the ratchet spring condition the batch record was reviewed and no anomalies were noted during the manufacturing process.